Event description:
It was stated that the insulin pump alarmed failed battery test. Troubleshooting was performed and problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to test for the failed battery test alarm or the operating currents due to the blank display.